Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of cmplnt-(B)(4). The reported difficulty of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was use error; tidal total ultra-filtration (uf) removal was set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013 at 03:07:13. During drain cycle five the home patient (hp) drained 3745ml with a largest prescribed fill volume of 2300ml. No further information was available.